Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that x-ray revealed the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2020 to revise the lead. However, during the procedure the physician accidently cut the lead. As such, the lead was explanted and replaced with a new lead to address the issue.